Manufacturer narrative:
Initial reporter complete facility name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device control panel not working. Per review of wo, no patient impact reported, no patient identifier available. Per sample evaluation results on 19mar2026, started the water fill, but it doesn't suck anything. The circulation pump doesn't seem to be working.

Event description:
It was reported that the arctic sun device control panel not working. Per review of wo, no patient impact reported, no patient identifier available. Per sample evaluation results on (B)(6) 2026, started the water fill, but it doesn't suck anything. The circulation pump doesn't seem to be working.

Manufacturer narrative:
The reported issue is confirmed. The root cause of the reported issue was a failing circulation pump. The device was evaluated upon receipt. The circulation pump is failing. The circulation pump was replaced. The arctic sun was functionally tested for compliance with manufacturer specifications and passed all tests. Review of the DHR did not indicate any manufacturing nonconformance that could have caused and or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions can be taken. Corrections: d, f, h all available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.